Event description:
During maintenance of a heart lung console, it failed to charge the battery. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.